Event description:
During evaluation of a returned spectrum iq pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize an open door. Evaluation observed the upper latch switch to have ingress grease, which caused hesitant switch movement. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was identified to be the upper latch switch. The upper auxiliary will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.